Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lead's lumen, which resulted in the reported stylet insertion/removal difficulties. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. The implanting physician stated the patient's anatomy was extremely tortuous. Despite several attempts, the physician was unable to pass any wire thru the lumen and accidentally perforated the lead body.